Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a saccular aneurysm on the aortic arch. The lsa was covered during the procedure and technical success was reportedly achieved. A month later, the patient presented with crippling pain in the left upper limb. A CT performed showed a complete thrombosis of the saccular aneurysm and a thrombosis of the left subclavian extension with permanent vertebro-subclavian flow. Just over a month later the patient underwent a left carotid subclavian bypass as treatment. The patient was hospitalized for four days. The site assessed the event as related to the study device not related to the study procedure. The sponsor assessed it as possibly related to the device and procedure. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: per the physician a possible cause of the left subclavian artery (lsa) stent thrombosis may have been a post-operative covid infection or a dissection downstream of the stent but neither of these events have been confirmed. It was reported that the lsa was intentionally covered during the implant procedure. The physician explained that there was insufficient neck length to implant the stent downstream of the lsa. The lsa was noted to have been revascularised during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received : it was noted that the thrombosis did not occur within the valiant captivia but within the stent implanted in the lsa. The site assessed the left subclavian arterial in stent thrombosis as not related to the study device and being causally related to the study procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the site updated that the lsa was not covered during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; the sponsor updated their assessment of the event as not related to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.